Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the pulse lead hi-pot test. Upon investigation pin 7 on component u706 was bent causing a short with pin 8. The cause for the test failure was the shorted component u706. The cause for the short was the bent pin. The root cause for the bent pun cannot be positively determined. No adverse event resulted from the shorted component. The last pt to use this electrode belt did not report any problems.